Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested but unavailable: did clips scissor? Or did a clips also not close on the vessel after clips were fired? How much bleeding occurred (please quantify the amount of bleeding)? Was the patient given any blood products? How was the bleeding controlled? Was a new device used to control the bleeding? Was there any change to the procedure or to the post-op care of the patient? What is the patient's current status? How much longer opetion took due to fault (e.g. 30 min)?

Event description:
The staples went gross each other and there was no sealing at all. It was during robotic surgery and it caused a lot of bleeding. Patient consequence: yes.

Manufacturer narrative:
(B)(4). Batch # p91c2j. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.